Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient felt shocking sensation in different positions and experienced tenderness around the ipg site located in the left flank area. The patient underwent an explant procedure.